Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws started smoking as soon as it was plugged in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue on the jaws. The heater wire was observed to be flexed at the center, while remaining attached at the tip and base of the jaw. The silicone insulation on hot jaw was melted, charred, cracked and whitish in color indicting thermal decomposition of device. No detachment was observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it activated when the power was turned on. The device did not self-activate when the device was plugged in. The cable connections were manipulated with no observed failure. The blue toggle was pulled all the way until it clicked then the device activated. No smoke and/or steam which could be considered excessive was observed. A pre-cautery test was performed a second time. Again, no smoke and/or steam which could be considered excessive was observed. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results, the reported failures "environmental particulates" and "self-activating or keying" were not confirmed. The analyzed failures "thermal decomposition of device", and "material twisted/bent; wire" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws started smoking as soon as it was plugged in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.